Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/09/2026 and 01/10/2026. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient went to urgent care by herself at approximately 4:00 pm because her blood glucose reading was 350 mg/dl on both her dexcom app and omnipod 5. She was asymptomatic at the time and did not perform a fingerstick comparison before going. Upon arrival at urgent care, a fingerstick blood glucose test showed a reading of 625 mg/dl, while her dexcom still read 350 mg/dl. She was treated with 11 units of insulin (IV) and remained at urgent care for approximately 2.5 hours. No take-home medication was prescribed for blood glucose management. She was prescribed doxycycline hyclate after a dermatologic infection was identified. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid was taken at urgent care. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.